Manufacturer narrative:
Product is not being returned for evaluation.(B)(4)

Event description:
During the surgery performed on (B)(6) 2010, the guidewire broke off inside the hip. The broken piece was not removed during surgery. Intra pelvec migration of the broken piece. A revision surgery has occurred on (B)(6) 2010 to remove the broken piece.